Event description:
When did it occur: before use. Hypodermic needle injury: no. Were the returned items used? : yes. Returned quantity: unknown. Detail: some needles are too short. Half are about (2 mm) long. Some cases were noticed before use or when actually used, but the patient not feel a prick and detected the needle was too short. Recently. Almost every day.

Manufacturer narrative:
Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.